Event description:
An optometrist reported that pt, who has been wearing focus night & day lenses on a continuous wear basis since june, 2003, presented for follow up care of iritis. Pt began having discomfort & photophobia, od, while on the beach, but continued lens wear until am hours when pt awoke with extreme pain. Emergency room prescribed vigamox & cyclogel. Upon return to home state, pt visited their ecp for follow up. Slit lamp exam revealed dense stromal haze with corneal edema/folds and visual acuity 20/80. Referred to specialist who discontinued meds, prescribed steroids & referred back to ecp. Resolved with no loss of visual acuity. Lens wear has been discontinued with pt considering refractive surgery. No further info is available.